Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic results stated that ap x-ray cervical fusion reported c3-t1 appears c4-t1 set screw out of tulip as and side cap top level and bottom level on the other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the health care professional via a manufacturing representative regarding a device used for spinal therapy. It was reported that during a routine check-up at a 6-week post-operative appointment, two set screws from the multi-axial screw (mas) were discovered to have popped out, as revealed by an x-ray. The set screws at c3 (right) and t1 (left) were identified as having popped out. There were no reported symptoms or discomfort from the patient, and no incidents such as falls or injuries were noted prior to the discovery. There were no further complications reported regarding this event. Additional information received from manufacturer representative that there was no plan/schedule for the revision surgery.